Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the pump went off all night long with low sugars but her blood glucose level was 170 mg/dl. Customer's sensor glucose reading was 43 mg/dl. Customer checked again and her blood glucose level was 148 mg/dl and sensor glucose reading was 51 mg/dl. Difference is not within an acceptable range. Customer had not noticed any bent cannulas. Customer will be sent a replacement sensor. Customer was advised to monitor the sensor. No additional information provided.